Manufacturer narrative:
Investigation: review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
Consumer is new to cic, this was his first monthly order. Caths 4 x a day due to diagnosis of bladder atony and voids once normally in the am. He is on warfarin as a blood thinner. Did not advise of any known bph when asked. The issue that has caused him the most concern is this one regarding the coude tip and the notch not being aligned on many catheters he has used this month. He said the machine that is placing these on is likely not properly placing them on and they are misaligned by about 30-40 degrees. He said he is getting better at noticing this misalignment when removing them from packaging (after prepping them per ifus) and taking it into account with use, which has lessened his incidence of bleeding. Insertion normally glides in well and drains well it is with removal he has noted the blood on catheter. He estimates noting light bleeding with use 1 out of every 4 or 5 times. He said he usually doesn't get 2 in a row that bleed. He notes sometimes he will see some bleeding more "up the catheter" than just the tip. He does not see blood in his urine. Bleeding stops quickly without intervention. He did say the bleeding is still occurring but lessening as his technique improves to take into account the misalignment. He said for this first month order all his boxes were the same lot # and noticed this issue of misalignment occurred with about half of all the catheters he received in this order.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.